Event description:
I was just informed today by my dr that a recall was issued on my infusion pump from medtronic. This recall was issued in 2007. I called medtronic today and asked why I was not notified by mail I was told, they only contact the dr and not the pt. Why then do I have a card with my name and address on it? Next, I was told that there is only a 5% chance or less that the pump would fail. They only offered to pay up to #1,000.00 in expenses to replace the pump. That would not even cover the facility charges let alone the dr bill and my co-pays. On top of that I spent to fill this defective pump. They do not want to cover that expense either. I felt after the conversation with medtronic, I needed to contact you with how they want to handle this class I recall. Medtronic infusion pump has been refilled every 42 days for at least the past two years and no less frequent than every 60 days since january. Dates of use: 2001 - 2008. Diagnosis or reason for use: pain relief.